Event description:
The account generated a falsely elevated architect chloride result (116 mmol/l) on sample ID (B)(6) that repeated at 100 mmol/l. The falsely elevated architect chloride result was not reported outside of the laboratory. No specific patient information was provided. No impact to patient management was provided.

Manufacturer narrative:
(B)(4). To investigate the customer issue the investigation team evaluated the customer information, instrument logs, complaint, internal information, labeling in the architect operations manual and ict sample diluent package insert. The system logs verifies the issue and confirms (B)(6) was tested on (B)(6) 2011. For sample ID (B)(6), there was no pressure monitoring(pm) log data in pm logs attached to this complaint or any pm log data available for this sample ID in abbott link to review. A random scan of other sid sample pm data found other instances of suspicious pm data that did not exceed the threshold required for a pm error. The c16000 sample pipettor includes a fluid sense/pressure monitoring system that helps to identify errors in aspiration. However, there are limits associated with this technology. System operations manual, section 7 operational precautions and limitations and architect ict sample diluent package insert provides requirements for handling specimens including processing samples according to the specimen collection tube manufacturers instructions. Section 10 troubleshooting and diagnostics provides probable causes and corrective actions related to the issue under error codes 3375 and under the observed problem erratic results, poor precision. No deficiency was identified.